Event description:
It was reported that the balloon ruptured but a piece remained in the pt. The device was introduced and crossed over to conduct post dilatation of a self expanding stent in the superficial femoral artery. After deflating the device, the physician was pulling the balloon back and it ruptured. Reportedly, when removing the device, it got caught on the stent and broke inside the pt. Attempts were mae to retrieve the piece, but these were unsuccessful. Two stents were placed in order to push against the vessel wall. The pt was sent to recovery and had a palpable pulse in posterior tibial (pulse felt behind the medial ankle bone) and dorsalis pedis (pulse felt at top of foot).

Manufacturer narrative:
The device has not yet been received for evaluation. The investigation is currently underway.